Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a renal angioplasty treatment procedure, partial stent deployment occurred. The lesion was pre-dilated. The physician then tried to cross the proximal renal graft artery with this 5.0x15x150cm express vascular sd stent, however, the device would not cross. It was then noted that the proximal part of the stent was partially deployed while still on the stent delivery system (sds). The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.